Manufacturer narrative:
A follow up report will be sent upon completion of this investigation.

Event description:
It was reported a patient was dying and under permanent personal observation of a caregiver who was in the room. The heart rate of the patient initially dropped from 90 beats per minute to 60 beats per minute. A yellow alarm was generated because lower hf (heart frequency) limit was violated. The lower hf limit was lowered to 20 by the caregiver. At this time an apnea occurred. Then the hf dropped to 39 beats per minute with a broad-chambered ECG complex. This was interpreted as pace maker pulses. At this time, the caregiver turned on pacer detection on the monitor. The caregiver noticed then that no alarms were generated. The involved patient died however, there is no allegation that the device behavior played a part in the patient death.

Manufacturer narrative:
The reported symptom could not be verified. The alarm history log provided, shows that asystole was alarming and was being silenced during the time of the reported event. ECG strips and full disclosure data were requested but not provided for analysis. Without this information the root cause into additional events that were occurring is not possible. Requests to determine if the monitor was tested and its current status, was not provided as well. There was no device malfunction identified.

Event description:
It was reported a patient was dying and under permanent personalobservation of a caregiver who was in the room. The heart rate of thepatient initially dropped from 90 beats per minute to 60 beats per minute. Ayellow alarm was generated because lower hf (heart frequency) limitwas violated. The lower hf limit was lowered to 20 by the caregiver. Atthis time an apnea occurred. Then the hf dropped to 39 beats per minutewith a broad-chambered ECG complex. This was interpreted as pacemaker pulses. At this time, the caregiver turned on pacer detection on themonitor. The care giver noticed then that no alarms were generated. Theinvolved patient died however, there is no allegation that the devicebehavior played a part in the patient death.